Event description:
It was reported that during an appendectomy procedure, the device is stuck on the patient. The surgeon was walked through the steps to release the device including making sure the battery was seated correctly. The surgeon stated he was "unable to get any power out of the device." He then was walked through the bailout. He then kept csc agent on the phone while he fired a second device which he was able to fire but he stated "it stopped part way through the firing." The surgeon was told to push the release button forward on the device to return the knife blade, and then to release the device with the gray anvil release button at his thumb. He was able to then release this device.

Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned in good visual condition and with no cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; however, during visual evaluation the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.